Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. Patient advised electrodes get stuck to her skin and they peel off the skin and causes her to itch. There was no alleged device malfunction contributing to the irritation. Patient reported using lotion that was given to her at the hospital. Follow up indicated that the skin irritation is improving.